Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The stated failure was confirmed through a visual inspection that the femoral drill is dull and has burrs from contact with mating device. This device shows significant signs of wear/usage. This device was manufactured in 2015. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that upon inspection the drills were found dull. No injury, no delay, noticed after case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.